Manufacturer narrative:
The customer's test strips were requested to be returned for investigation, three test strip vials, all lot 479243 were returned for investigation: vial number: (B)(4) with 6 strips remaining vial number: (B)(4) with 8 strips remaining vial number: (B)(4) with 4 strips remaining routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 8:18 pm the meter result was 361mg/dl. At 8:21 pm the meter result was 123mg/dl.

Manufacturer narrative:
The returned strips were acceptable in appearance and condition. The returned strips were tested using blood. All testing produced acceptable results with no errors or malfunctions.